Event description:
The customer's father reported via phone call that the insulin pump had a button error alarm and numbers were scrolling on the screen. Caller stated that the insulin pump had recently been exposed to humidity. Blood glucose level at the time of the call was 104 mg/dl at the time of the incident. The customer's father was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. No unexpected numbers scrolling during testing. The insulin pump received with cracked case at the display window corners, minor scratched lcd window, scratched reservoir tube window, cracked battery tube threads and cracked reservoir tube lip.